Event description:
It was reported that the patient called in stating that he purchased a pico 7 device from his wound care center on (B)(6) 2020 and it stopped working on (B)(6) 2020. The patient changed out the batteries with fresh batteries and indicated that all 4 lights came on for only a second and then nothing; no lights, no suction. No vibration, no noise even with hitting the start button. A back up device was not available.

Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. Review of complaint history in the last 3 years found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause potential causes for the issue experienced are: 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.